Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported inaccurate readings were observed due to sensor drift. Recalibration was performed through echocardiogram and two successful readings were transferred. Reportedly, no treatment adjustment was undertaken based on readings prior to the recalibration.